Event description:
It was reported that a patient underwent an orthopedic salvage knee procedure. Subsequently, the patient experienced pain and was subsequently revised approximately 5 months post-op due to loosening, a backed-out axle, and a fractured lock pin. Upon opening the patient, there was significant infection noted and the femoral assembly ''fell out''. All femoral components were also replaced. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: oss rs axle: catalog#161035, lot#ni. Oss poly bumper lock pin: catalog#150510, lot#ni. Oss cemented im stem 15mmx90mm: catalog#150363, lot#ni. Oss tibial poly bearing 12mm: catalog#150410, lot#ni. Oss porous im stem 20.5 x 150: catalog#150399, lot#ni. Oss reinforced yoke: catalog#150493, lot#ni. Oss rs poly fem bushings set/2: catalog#161034, lot#ni. Oss mod tib baseplate 71mm: catalog#150422, lot#ni. Oss tib blk aug 10x71/75 univ: catalog#150427, lot#ni, qty#2. Oss tib blk aug 10x63/67 univ: catalog#150426, lot#ni, qty#2. Oss mod tib baseplate 67mm: catalog#150421, lot#ni. Oss poly tibial bushing: catalog#150476, lot#ni. H6: mechanical (g04) - femur. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. For the reported infection the root cause of the reported event was determined to be unrelated to the reported devices and no problem found. For the reported pain, broken and disassociated implants, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.